Manufacturer narrative:
Unit received with blank white display due to corroded electronic assemblies. Unit received with corroded battery tube. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, active current measurement, sleep current measurement or displacement test due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump had issue about priming process. The customer's blood glucose level was 177 mg/dl. Customer state insulin pump did not passed displacement test. Insulin pump will be returned for analysis.